Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. (B)(4). Device remains implanted.

Event description:
Surgeon alerted rep regarding hardware failure of an ankle fusion, the nails. Surgeon indicated the patient may try to sue stryker. No further information at this time.